Event description:
It was reported that the site rebooted the system and the system booted normally and was able to be used. The battery on the generator control board was replaced.

Manufacturer narrative:
The power supply was returned to the manufacturer for analysis. Ps1 power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. Bench test failed. Output voltage drifted to 5.111vdc below minimum. The hardware investigation found that the reported event was related to a hardware issue. H6: fdm 10, fdr 120, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: bi71000523 lot number updated to rev. 1 : (B)(6) lot number updated to rev. 2 : (B)(6) h3: the returned relay was placed in the test system and it was noted that the system initialized. Motion, generator, communication and charging readied.2d and 3d imaging was successful, and there was no failure found. B01,c19,d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: bi71000523, serial/lot #: rev. 1 : s/n n/a, ubd: unknown, UDI#: unknown product ID: bi71000450, serial/lot #: rev. 2 : s/n (B)(4) ubd: unknown, UDI#: unknown. Product analysis. A medtronic representative visited the site to evaluate the equipment. It was found that the system had been turned off. The rep tested 2d and 3d modes and found the system to be functioning normally. This was expected as the system had just been turned on. After reviewing logs on machine, it was determined that the ps1 and possibly k1 relay were starting to fail. Both were replaced as well as generator control board cmos battery. Date and time adjusted in generator settings and system was fully tested with no issues found. System is functioning properly. Codes b01, c02, and d02 are applicable. The ps1 and k1 relay have been returned, but not analyzed. Codes b21, c21, and d16 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system would not take a 3d spins without a reboot. This was reported outside of a procedure. There was no patient involved.